Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl (aviva), which on the system indicates a result in excess of 600 mg/dl, and 100 mg/dl (guide).